Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that drive count/time values or changes incorrect for moving or coasting. Too slow or too fast. Blood glucose was 256 mg/dl. Customer states they are not able to rewind the pump. Advise the pump will need to be replaced. Recommended customer refer to back up plan per healthcare professional instructions. The insulin pump will be returned for analysis.